Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One retaining 2.5mm hex driver short (rh2.5) was returned for investigation attached to one another with a mating transfer mount. Visual inspection of the as returned product identified wear and debris about the implant threads, and some signs of damage are present at the hex feature. The driver is similarly worn at the hex and square engaging features. Functional testing was performed for the returned product and it was determined the driver and implant could not be disengaged. No preexisting conditions were noted on the per. The reported product was removed the same day as placement. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 61599925. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61599925) for similar event and no other complaint was identified. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck components) or product (rh2.5). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
(B)(4). Age: not provided. Patient weight: not provided.

Event description:
It was reported that during implant placement the driver (rh2.5) could not release from the implant. Implant was removed. Procedure was unable to be completed.